Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, during a lap nissen the needle dropped three times during the procedure. Two needles were successfully retrieved with graspers; one was not and was left in the patient¿s adipose. The user also experienced difficulty loading, unloading, and toggling the device. The last known patient status is reported as okay.